Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump intermittently delivered the incorrect amount of insulin. Customer¿s blood glucose (bg) level was 42 mg/dl. Customer consumed carbohydrates to address bg level. Reportedly, the customer reverted to manual injections for continued insulin therapy.